Event description:
Went to verify problem and turned unit on and let run for about 10 mins and didn't really notice anything then, I smelled a hint of burning rubber. I smelled the bair paw, and it was not coming from that. I looked on the cord for anything unordinary and got up to the male end of the power plug and could smell the burning and moved it around a little and got smoke to come out of the plug, and turned and unplugged everything. When I brought it back to my shop, I wanted to check es and everything was within specs but there is obviously a problem with the male end. I will put a new adapter on the end of the cord and return to the department. I had them submit a incident report since it was being used on a pt at the time, when they had the problem. This is the same power cord that is used on in this recall.